Event description:
It was reported that after a supply change, fluid leakage was observed at the connection between the infusion tubing and the pump, and the user was advised to tighten connections and replace supplies as part of troubleshooting and education. Symptoms included no reported alerts or alarms and no reported adverse clinical effects. Outcomes included continued device use with user-led corrective actions and no reported medical intervention. Investigation included user guidance to inspect the infusion set connection, replace consumables, and verify secure assembly. Investigation of this case revealed a suspected connection integrity issue at the tubing-to-pump interface consistent with a leaking connector or misassembly of disposable components. It was concluded, based on previously established findings for similar reports, that the cause was likely user setup error or improper connection of the disposable infusion components.